Event description:
It was originally reported that the pt experienced pain at the neurostimulator site following a fall. Subsequently, she had diarrhea and it was noted that she had adjusted her stimulation to 3.6 volts before going to bed and that the device had "turned itself down" to 1.0 volts in the morning. Additional info was requested.

Manufacturer narrative:
(B)(4).